Manufacturer narrative:
Block b3: exact date unknown, event occurred 1 year ago from date manufacturer was made aware. Block d6b: explant date: 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively, and the explanted devices were discarded by the facility. No further information could be obtained despite good faith efforts.